Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that they reamer to a 20mm std length distal reamer. The reamer became stuck in the femur. All options were tried we could not get it removed. They ended up having to cut the femur to release some hoop stresses after which it came out. They then cabled the femur and reamed to a 20mm long stem.

Manufacturer narrative:
The previously reported event is no longer considered reportable at this time as there are no current allegations against the handle that attaches to the reamer as it does not directly interact to the bone. Only the reamer will be reported as a serious injury due to the surgical intervention required to remove it. No further follow-ups will be sent.